Event description:
Md and tech noted the tenaculum instrument was broken at the tip. Unsure whether broken before or after it was used during the surgical procedure of a right total knee. Two mds observed the right knee to see if the piece of the instrument was in the knee, and instrument was not seen. Patient had x-ray taken of right knee and no instrument found.